Manufacturer narrative:
It has been reported that the device will be returned for evaluation. Upon completion of the investigation.

Event description:
As reported by the sales rep, a perforator fell apart after use. There were no reports of delays or patient harm.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The device was returned for evaluation. The perforator was visually inspected. The unit was received disassembled and showed heavy damage on both the inner and outer drill that is not related to the manufacturing process. It was also missing the drive pin. Functional testing could not be performed due to the condition of the device as received. The unit was re-sleeved and passed functional testing. A review of manufacturing records found no anomalies during the manufacturing process. Based on the investigation, it was confirmed that the device had become disassembled. However, it is not possible to determine at what point and what conditions caused the damage that was observed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.